Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely due to excessive force by the customer during use. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of light post adaptor jammed was confirmed. The additional evaluation findings are as follows: image unclear and foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope light post adaptor was jammed onto the light post. When the customer tried to unscrew the adaptor the whole light post body unscrewed from the hysteroscope. The issue was found during reprocessing. There was no delay in the intended procedure. There were no reports of patient harm.